Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. Sections have been updated to reflect the device return. One 8fr angio-seal evolution device was received for product evaluation. The header bag was returned with the device. The returned device was then subjected to visual analysis where blood-like substance was identified on the device. Neither the collagen nor the anchor were returned. The hemostatic sheath appeared severed approximately 3.98" from the distal tip of the sheath as measured with a sliding gauge. The carrier tube assembly also appeared severed 3.839" from the distal tip of the carrier tube assembly as measured with a sliding gauge. No portion of the suture was visible from either of the severed sections or the hemostatic hub. The hub of the hemostatic sheath was appropriately mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The compaction tube was also severed within the carrier tube assembly. There was no portion of the compaction tube exposed. The button of the evolution appeared partially detached and pushed into the cavity of the evolution. The gearbox assembly could not be visualized beneath the button. The gap between the upper and lower handles of the evolution measured 0.029" as measured with a sliding gauge. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the park position with no indication of movement in the groves of the lower handle. The rack was observed in the proximal position with 3.47" of the rack extending past the gearbox assembly as measured with a sliding gauge. No gross visual anomalies were noted with the gearbox assembly as it rested on the lower handle. The suture could be seen in the grooves of the rack and free of tension. Force was applied to the gearbox to move the gearbox out of park. The gearbox was able to advance despite abnormal resistance. The gearbox assembly was then removed from the lower handle exposing a large piece of dried blood-like substance was visible beneath the gearbox assembly. There were no visual anomalies noted with the groves of the lower handle. The ridges on the lower gear plate were observed for anomalies, which may have led to the increase in resistance observed when moving the gearbox assembly out of the park position. All ridges appeared free of anomalies. The gearbox assembly was then examined. Several turns of the suture could be seen wrapped around the spool. The suture was tethered with the suture stake, which was not pressing against the clutch gear. The drive gear was properly seated. No gross visual anomalies were observed with the gearbox assembly. The gearbox assembly was then functionally tested by turning the drive gear counterclockwise moving the rack distally. As the drive gear was rotated, the compaction tube became exposed from the proximal severed portion of the carrier tube assembly. The rack advanced smoothly with no anomalies noted. The position of the gearbox assembly and the amount of suture remaining on the spool indicate that the gearbox assembly was not able to move into the distal position so that tamping could occur and the suture release button could be pressed. IFU states "2. Pull back on the device handle at the angle of the puncture tract maintain a steady uninterrupted motion until the colored compaction marker is revealed. Pause and assess hemostasis." And "3. When hemostasis is achieved push and hold the suture release button and pullback until the suture is exposed. This will release the remaining suture within the device handle and remove the compaction tube from the tissue tract." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. However, based on the complaint description the user indicates that they "pressed the button to pull the system back the system" and the system "locked up not allowing them to pull back". This does not follow the instructions of the IFU. The user prematurely pressing the button before pulling the device back bypassed the tamping mechanism and did not allow the gearbox assembly to move into the distal position.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported difficulties with the reported device. The following information was provided by the user facility: once the footplate deployed, and they pressed the button to pull the system back, the system locked up not allowing them to pull back. They kept pressing the button, although the button fell into the device. The patient was reported to be okay, and the procedure was successful. Additional information was received on november 15, 2017. The actual anchor and collagen of the evolution worked in achieving hemostasis. The device tubing had to be cut and the collagen was manually tampered with the tube for proper deployment of the device. Less than 250cc of blood was lost.